Event description:
The diagnostic catheter had poor signals on cs electrodes 7 and 8. The signals were poor on ep med screen and carto screen. No harm came to this patient. The catheter was successfully replaced with a new catheter.